Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20201. The patient is reported as having stimulation but has felt heating while recharging for the past year. A replacement charger was sent to the patient. The patient also reported a feeling of burning or pain at the ipg site sometimes when stimulation is off. The patient consulted with her physician. The physician feels weight fluctuation may be causing the discomfort at the site. Follow-up identified the patient received the replacement charging system and reported it was working properly; the heating ahs been resolved. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.